Event description:
A caller reported a malfunction on their insulin pump, which was indicated by the display of malfunction code "malf 1." There was no reported adverse impact to the customer. Despite attempts to reset the pump based on instructions from technical support, the malfunction code recurred. In response, technical support arranged to send a replacement pump. A backup insulin pump will be used by the customer to ensure no interruption in insulin delivery.